Event description:
Event description guidant received information that this defibrillation lead and this coronary sinus lead dislodged. During the lead revision procedure the defibrillation lead was successfully repositioned however the coronary sinus lead could not be repostioned and thus was removed from service. It was also reported that while attempting to reconnect the defibrillation lead to this cardiac resynchronization therapy defibrillator (crt-d) the setscrew became stuck and thus the device was explanted and replaced with another guidant device.